Event description:
It was reported intraoperatively that the patient experienced asystole with right atrial (ra) standstill during the placement of this lead, which exhibited unresponsiveness. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.